Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer the device, used for infusion of chemotherapy drugs, during flushing with 10ml physiological saline, exhibited leakage of liquid between the y-connection and the proximal outer portion where a fissure was found. No injuries were found to the patient or operator. The incident had caused the device to be replaced. No other information was provided.